Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) and the surgeon noted the lens was torn. The lens was partially inserted and removed with no patient injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)